Event description:
It was reported that during a lap total gastrectomy, the clip was split in half with snapping noise and fell into the patient when the device was fired on the patient side of the gastroduodenal artery at the 3rd firing. The split clip was removed with a forceps via a trocar. The device was not fired across something hard such as a clip. Something strange noise was heard at the 1st and 2nd firings. The doctor commented that the trigger could have been grasped further after the clipping was completed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. A petri dish with a scissored clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.